Event description:
Three cases of conjunctivitis (pink eye) occurred within 24 hours of new contact lenses. Condition had not occurred with previous contact use. Subsequent challenges with unused lenses, and solutions after three weeks of no symptoms and no use of contacts also produced conjunctivitis. Product included two lots (separate prescriptions for right and left eyes) of aquaclear toric lenses by coopervision: lot (10) 1286 10000365 1000 16 and lot (10) 1286 10000325 16. The first episode of conjunctivitis continued for three days before oral antibiotic therapy was initiated and resolved after four days of antibiotic therapy. The following two episodes were treated within thirty six hours of occurrence. FDA safety report ID# (B)(4).